Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarm occurred. Additionally, it was reported that occlusion alarms occurred and an empty cartridge alarm occurred while the cartridge was not empty and "notifications to charge pump, but it's already charged". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.